Event description:
It was reported that during an implant attempt, the physician had to reposition the atrial lead several times due to patient anatomy. Last time during repositioning the helix would not retract back after over 50 turns. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).